Event description:
Customer claims that during set-up there is zipper damage to the side panel the teeth are broken. Eval shows that the panel zipper slider body is open. There was no pt contact reported.

Manufacturer narrative:
(B)(4) - zipper teeth broken. Eval: results: eval for the returned product shows that the panel side b: window zipper slider body is open. Note: posey instructions for use warnings: always use the zipper pull-tabs when opening or closing the zippers. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. (B)(4).